Manufacturer narrative:
Information was provided that the battery was more than 5 years old based on the date of manufacturing. Per the user and service manual for v60, the battery should be replaced every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen.

Event description:
Philips received a complaint from the field service engineer (fse) on the v60 ventilator indicating that the battery was not holding its charge. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service engineer (fse) inspected the device and found that the battery was not holding its charge. A repair quote consisting of the replacement battery was sent to the customer for approval which was accepted by the customer. Repair is currently pending.

Manufacturer narrative:
An authorized service personnel (asp) evaluated the device and reported that the internal battery was depleted and not holding a charge. A new battery was installed, and it fixed the problem. The asp did not find any error code logged in the device's event log. The asp replaced the internal battery to correct the reported issue. An annual preventative maintenance was performed at the customer's request. The unit passed the full system performance verification and was returned to the customer for use.